Event description:
On (B)(6) 2013, this pt was implanted with two gore excluder aaa endoprostheses featuring c3 delivery system and an iliac extender component to treat an abdominal aortic aneurysm. The pt had noted tortuosity in the left iliac. It was reported the physician was unable to cannulate the gate on the left side due to the tortuosity of the left common iliac artery and the amount of thrombus in the aorta, so access was acquired in the right iliac artery measuring approximately 9-12mm. The fsa reported the physician was also unable to cannulate the contralateral gate from the right side. The physician converted to an aorto-uni-iliac (aui) utilizing the right iliac for a femoral-femoral bypass. The left iliac was surgically ligated. Final angiography demonstrated resolved flow and the pt tolerated the procedure.